Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pink safety lock fell off the bd eclipse¿ blood collection needle with luer adapter. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated, and the customer's indicated failure mode for safety shield separation was not observed. Additionally, the samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the photos and samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was not observed. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the pink safety lock fell off the bd eclipse¿ blood collection needle with luer adapter. There was no report of exposure, injury, or medical intervention.